Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA. The UDI number is not applicable. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The service technician replaced the main board to solve the issue and sent it to manufacturer for further investigation. The investigation result revealed defective electronic parts. However the root cause cannot be determined without the whole unit. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Since no specific trend could be identified for this type of issue, livanova (B)(4) has determined that a CAPA is not needed. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Livanova (B)(4) received a report that an error occured on a heater/cooler 3t. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.